Event description:
It was reported that the user received an occlusion alert on the ilet after breakfast and believed the occlusion occurred when the infusion set was tugged while using the restroom; the user followed pump instructions, primed per training, resumed insulin delivery, and glucose returned to range. Symptoms included hyperglycemia without reported adverse effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the reported issue aligned with a lack of effect due to interruption in insulin delivery; no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.